Event description:
The physician was able to pass biopsy forcep down channel a couple of times to retrieve tissue. After a couple of passes with forcep, he could no longer pass a forcep through the channel due to resistance. Water irrigation was done through the port and a small item was noted to be flushed into the patient. Item was the tip of the cleaning brush used to process the scope. The brush was immediately removed with a biopsy forcep through the biopsy channel. The scope cleaning brush broke off inside scope during cleaning. There was no injury to the patient, however the previous patient this scope had been used or had a recent diagnosis of hepatitis b. Therefore the patient had baseline labs drawn and was given the hepatitis b vaccine and hepatitis b immune globulin (hbig).======================manufacturer response for cleaning brush, double header channel and control head combo brush (per site reporter).======================company requesting picture of brush - will be sending to them.what was the original intended procedure?colonoscopy.device #1is this a laboratory device or laboratory test?no.